Event description:
New information indicates that the patient presented remotely via merlin.net. The reset issue with the implantable cardiac monitor recurred on (B)(6) 2025. Programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
Review of device data provided indicated the reported event of reset was confirmed. Based on the information provided, it was determined that the device experienced power-on (por) resets. The root cause of the por was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor had undergone a reset. No intervention was performed. The patient status was not reported.